Manufacturer narrative:
The event date was not provided in the article. Follow-up communication to retrieve additional information from the customer has been unsuccessful. This information will the model and serial number of the involved unit(s) was not provided in the article, and the unique identifier (UDI) number could not be determined. Follow-up communication to retrieve additional information from the customer has been unsuccessful. This information will be provided in a supplemental report if and when made available. The model number was not provided; however, the 510(k) number for the 3t heater-coolers distributed in the USA is k052601. As the serial number was not provided, the date of manufacture could not be determined. Follow-up communication to retrieve additional information from the customer has been unsuccessful. This information will be provided in a supplemental report if and when made available. Sorin group deutschland manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The article states that the (B)(6) identified microbes in many of its heater-cooler devices, however no serial numbers were provided and the facilities at which the contaminated units reside was not clarified. It is unknown at this time if the units mentioned belong to (B)(6) hospital or another (B)(6) (or multiple campuses). It is also unknown if complaints and medwatch reports have already been submitted for the mentioned devices. During follow-up communication with the facility legal department on november 28, 2016, sorin group (B)(4) was informed that no additional information can be provided until a written request has been received. A written inquiry for additional information was submitted. No response has been received to date. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
During a literature review conducted on november 10, 2016, sorin group (B)(4) identified a patient infection that was not documented on an existing complaint. The information was found in an article in consumer reports (http://www.consumerreports.org/doctors-hospitals/mayo-clinic-warns-patients-of-new-infection-risk/). The article states that the (B)(6) has identified an infection in a heart-surgery patient at (B)(6) hospital. The article also states that many of the sorin heater-cooler system 3t units were found to be contaminated with microbes.

Manufacturer narrative:
On (B)(6) 2017, the customer disclosed that all 10 of the heater-cooler units at the facility were found to be contaminated with mycobacterium chimaera. A separate medwatch report was filed for each unit (see medwatch reports 9611109-2017-00187, 9611109-2017-00188, 9611109-2017-00189, 9611109-2017-00190, 9611109-2017-00191, 9611109-2017-00192, 9611109-2017-00193, 9611109-2017-00194, 9611109-2017-00195 and 9611109-2017-00196 for details about the devices). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.